Manufacturer narrative:
H3: h.6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.¿ the manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system was not reading properly and measurements were off from pre-operative in the right eye of a patient and had poor refractive outcome after surgery. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Event description:
A customer reported that an explanted intraocular lens (iol) with reason the system was not reading properly and measurements were off and the patient had poor refractive outcome with no post-operative treatment results in the right eye of a patient, after surgery. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Based on information received patient explanted intraocular lens with reason the system was not reading properly and measurements were off. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative did not confirm nor replicate anything that would have contributed to the reported event. The system was tested and found to meet product specifications. A potentially relevant complaint was found and reviewed as part of this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).